Manufacturer narrative:
The customer has not reported any calibration issues or system errors associated with this event. The customer is using reagent lot m004772 and calibrator lot m908748. Service was not dispatched since this event is associated with a reagent issue. Investigation into root cause of this issue is ongoing.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high rheumatoid factor (rf) results on multiple patients generated by synchron unicel dxc 600. The erroneous results were not reported out of the laboratory. The customer faxed example of patient results in which multiple replicate of the rf test were run. Eight (8) patients had results between 20 and 30 iu/ml. Patient treatment was not impacted by this event.